Event description:
Caller states the pt tested 6.1 inr on the coaguchek system and 4.53 inr on a comparison lab. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.